Event description:
Patient presented for leadless pacemaker (lp) implant. During procedure, after initial mapping, the device was pulled back for repositioning with no further tissue contact. A repeat contrast injection revealed pericardial shadowing, and tamponade was observed. The lp and catheter were ultimately not used and removed from the body. Echocardiogram was performed, and pericardiocentesis was successfully completed. The patient was taken to the operation room where the cardiothoracic surgeon sutured the perforation. Patient was stable and recovering in the hospital.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.